Event description:
The customer contacted philips to order a power supply replacement. The replacement of a power supply could indicate a possible malfunction of the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.